Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that since the date of implant, the patient had severe pain at their pocket site. The battery was too close to their spine. The doctor planned on revising the pocket. No further complications reported.